Event description:
The customer states that he received a a33 alarm. He also has a protruding drive support cap. His blood glucose level was over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window and cracked reservoir tube lip. Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify prime alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.